Event description:
It was reported that the numbers on the customer's insulin pump were increasing on their own when she was entering carbohydrates to take a bolus. Her blood glucose was 163 mg/dl. The customer stated the buttons were not responding. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during our testing. No increasing number, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test were normal. No unexpected low battery, failed battery test or off no power alarm noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.